Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary pyxis receiving correct interface message but shows different on med station. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the issue was caused by an incorrect frequency code setting, where the sch (schedule) priority code had not been mapped to any internal interface code. Although the repeat pattern code was correct, the internal interface code was set to "none," leading to the malfunction. A technical support specialist escalated the issue to the interface team, who initially redirected it for further troubleshooting. Upon comparing it with a working order, it was found that the priority code needed to be changed from sch to prn. Rob identified that the issue stemmed from the frequency code setting for q1h. After the necessary changes were made, rob confirmed the issue was resolved and approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.